Event description:
It was reported that after use with a bd vacutainer® ppt¿ plasma preparation tube k2e 9.0 mg it was noticed that it was used past expiration date. This occurred on 406 separate occasions, however, the date/time and or patient impact is unknown. The following information was provided by the initial reporter: we have a customer who sent us samples in expired tubes. (Bd vacutainer ppt plasma). I need to know if the sample is compromised after the expiration date. Additionally, on (B)(6) 2020 the customer provided the following additional information: there is no complaint on the product at all. I am attempting to do a risk assessment of plasma samples that were drawn in tubes that had expired by 9 days and if these samples are able to be tested. I was asking what drives/what is affected by the expiration date. Is it the vacuum, the ac, etc? I have over 400 samples that need to be assessed for suitability and am just trying to figure out if there is risk to these samples since they were drawn 9 days after the expiration date. I know with other tubes we have been provided samples in, the expiration date is driven by the vacuum, and that as long as the vacuum worked, there is not a risk. I am trying to ascertain if the same holds true for these samples. The tubes used were bd vacutainer ppt plasma.

Manufacturer narrative:
The following fields have been updated with additional information received: b.3. Date of event: (B)(6) 2020 b.5. Describe event or problem: it was reported that after use with a bd vacutainer® ppt¿ plasma preparation tube k2e 9.0 mg it was noticed that it was used past expiration date. This occurred on 406 separate occasions, however, the date/time and or patient impact is unknown. The following information was provided by the initial reporter: we have a customer who sent us samples in expired tubes. (Bd vacutainer ppt plasma). I need to know if the sample is compromised after the expiration date. Additionally, on (B)(6) 2020, the customer provided the following additional information: there is no complaint on the product at all. I am attempting to do a risk assessment of plasma samples that were drawn in tubes that had expired by 9 days and if these samples are able to be tested. I was asking what drives/what is affected by the expiration date. Is it the vacuum, the ac, etc? I have over 400 samples that need to be assessed for suitability and am just trying to figure out if there is risk to these samples since they were drawn 9 days after the expiration date. I know with other tubes we have been provided samples in, the expiration date is driven by the vacuum, and that as long as the vacuum worked, there is not a risk. I am trying to ascertain if the same holds true for these samples. The tubes used were bd vacutainer ppt plasma. D.1. Medical device brand name: bd vacutainer® ppt¿ plasma preparation tube k2e 9.0 mg d.3. Medical device manufacturer: becton, dickinson & co. ¿ broken bow, ne / 68822 d.4 medical device catalog #: 362788 d.4. Medical device lot #: 9220384 d.4. Medical device expiration date: 2020-08-31 d.4. Unique identifier (UDI) #: (B)(4). G.2 manufacturing location: becton, dickinson & co. ¿ broken bow, ne / 68822 g.5. PMA / 510(k)#: k972075 h.4. Device manufacture date: 2019-08-08.

Manufacturer narrative:
H6: investigation summary: no product or photo was returned by the customer. The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a model or lot number was not provided by the customer. Technical services provided information regarding the use of expiration tubes. No additional investigation is needed.

Event description:
It was reported that after use with an unspecified bd vacutainer® ppt¿ plasma preparation tube it was noticed that it was used past expiration date. This occurred on 400separate occasions, however, the date/time and or patient impact is unknown. The following information was provided by the initial reporter: we have a customer who sent us samples in expired tubes. (Bd vacutainer ppt plasma). I need to know if the sample is compromised after the expiration date. Additionally, on 2020-10-09 the customer provided the following additional information: there is no complaint on the product at all. I am attempting to do a risk assessment of plasma samples that were drawn in tubes that had expired by 9 days and if these samples are able to be tested. I was asking what drives/what is affected by the expiration date. Is it the vacuum, the ac, etc? I have over 400 samples that need to be assessed for suitability and am just trying to figure out if there is risk to these samples since they were drawn 9 days after the expiration date. I know with other tubes we have been provided samples in, the expiration date is driven by the vacuum, and that as long as the vacuum worked, there is not a risk. I am trying to ascertain if the same holds true for these samples. The tubes used were bd vacutainer ppt plasma.

Manufacturer narrative:
Unknown manufacturer: (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Initial reporter state: address information was not able to be obtained. (B)(6) was used as a place holder based on the user area code. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that after use with an unspecified bd vacutainer® ppt¿ plasma preparation tube it was noticed that it was used past expiration date. This occurred on 400 separate occasions, however, the date/time and or patient impact is unknown. The following information was provided by the initial reporter: we have a customer who sent us samples in expired tubes. (Bd vacutainer ppt plasma). I need to know if the sample is compromised after the expiration date. Additionally, on 2020-10-09 the customer provided the following additional information: there is no complaint on the product at all. I am attempting to do a risk assessment of plasma samples that were drawn in tubes that had expired by 9 days and if these samples are able to be tested. I was asking what drives/what is affected by the expiration date. Is it the vacuum, the ac, etc? I have over 400 samples that need to be assessed for suitability and am just trying to figure out if there is risk to these samples since they were drawn 9 days after the expiration date. I know with other tubes we have been provided samples in, the expiration date is driven by the vacuum, and that as long as the vacuum worked, there is not a risk. I am trying to ascertain if the same holds true for these samples. The tubes used were bd vacutainer ppt plasma.